Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device experienced an air pressure problem. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll field service engineer (fse) went on site to evaluate the device. The reported malfunction was unable to be confirmed or duplicated during device evaluation. The device was powered on, and a circuit calibration was performed, and the vent was found the pressurize normally and maintained its pressure without any alarms. A final verification check was performed, and the device meets OEM specifications.